Event description:
It was reported that the right atrial lead had exhibited oversensing for an unknown amount of time. Since the pulse generator had reached normal end of life, the physician elected to cap and replace the lead at the same time. The patient was noted to be doing fine after the procedure.